Event description:
It was further communicated that the returned pump (B)(6) was not the left ventricular assist device (lvad), and that the rvad had returned.

Manufacturer narrative:
Section d4 correction. Section d9 correction. Section h4 correction. Manufacturer's investigation conclusion: the report of low flow alarms was confirmed by an onsite abbott representative; however, a specific cause for the alarms could not be conclusively determined through this evaluation. Review of the submitted log files revealed several low flow alarms. No other unusual alarms or events were captured and the pump appeared to operate as expected at the set speed. The patient continued on heartmate 3 lvas support until they received a heart transplant, refer to the investigation of the patient's right ventricular assist device, (B)(6). Heartmate 3 lvas, serial number (B)(6), was not returned for evaluation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. C and the heartmate 3 patient handbook, rev. B are currently available. Section 4 of the IFU, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 lpm. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 7 of the IFU, ¿alarms and troubleshooting,¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook also outlines all system controller alarms as well as how to respond to each alarm condition. Following software upgrades, the heartmate 3 lvas pocket guides to alarms for patients, rev b, and clinicians, rev b, explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 lpm. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was experiencing low flow alarms. The cause of the low flow alarms was not identified. There were no patient symptoms. Log files for the right ventricular assist device (rvad) captured a sudden drop in flow to zero on (B)(6) 2025 at 0721 with some residual flow noted at times but mainly the flows were zero throughout. Also noted that the pump powers dropped as well during these low flow events. Anticoagulated international normalized ratio (inr) was 1.8 s/c heparin bd, pyrexial(fever), upper respiratory tract infection (utri). The patient felt unwell and the rvad had a low flow of 1.5 lpm. Fluids and adrenaline were provided. Patient went to theatre and established veno-pulmonary artery extracorporeal membrane oxygenation (vpa ECMO) for the ra/pa. Log files were submitted for review and captured low flow events on 17-02-2025 that appeared to coincide with a manual decrease in pump speed from 5600 rpm to 5200 rpm. There were no other unusual events recorded in the log file event history. The patient went back in intense care unit and rvad was turned off. The patient was transplanted on (B)(6) 2025 from the urgent list. Log files were unavailable.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.